Event description:
Middle-aged male presents with an ischemic left lower extremity. To or (operating room) for left lower extremity thrombectomy. While prepping the thru-lumen embolectomy catheter, the ports both flushed, but the balloon did not inflate. Not used on patient. No harm to the patient.